Event description:
A caller reported a sensor error message while wearing the adc device and as a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who obtained a laboratory result that was ¿over 900 mg/dl¿ and was provided an unspecified treatment for the diagnosis for hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The sensor serial number expiration date is 31-jul-2021 and reported complaint was received on 23-jul-2022 however, it is unknown when the medical event occurred as the customer did not provide medical event date. All pertinent information available to abbott diabetes care has been submitted.